Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, resistance was encountered when the physician advanced the autotome over the guidewire. When the physician tried to cut the papilla, the device would not bow completely. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; melted/split extrusion.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). A visual examination revealed that the working length was twisted, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 6 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length, making it appear to become shorter when the handle is retracted. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. During manufacturing, tome devices are 100% inspected, the melted/split extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context.